Event description:
It was reported that this patient presented to the emergency department due to a syncopal episode and bradycardia. Upon device interrogation, this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this device for analysis.